Event description:
It was reported the analyzer was not giving accurate impedances or current estimates when pacing. Switched to a new programmer with a different analyzer which resolved the problem. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).